Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Description of events tuesday (B)(6) 2024: caesarean patient admitted to the ICU with probable naropein intoxication. Intralipid infusion started in the c-section room. Hypotension with need for vasopressor support (already underway on arrival in the ICU) --> increase to 80ml/hr (baby nad 16gamma/ml) --> change of syringe in the ICU (50ml syringe) after this change, and despite the increase in amine intake, bp remains below 80mmhg systolic for a map below 60mmhg. After a few minutes, I realize that the stand on which the sap is placed is full of liquid. --> we realize with the iade present with me (carole bonnet) that the syringe is defective and that the nad is coming out through the plunger (no signs of leakage or air bubbles when filling the syringe). Patient admitted to intensive care unit for monitoring immediate action change of nad syringe to optimize aminergic support and maintain blood pressure. Date (B)(6) 2024 16:30 department of origin operating room probable causes defective equipment --> 50ml luer lock syringe hypotension, hypovolemic shock, identify and withdraw defective lots alert manufacturer.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation ( leakage past stopper): seven samples of reported lot 2312017 were sent to our quality team for investigation. Upon visual inspection, damage was observed on the barrel of three of the samples returned. A device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.